Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the tip area of the attempted left ventricular (lv) lead was deformed, resulting in an in ability to extend the guidewire smoothly. The physician indicated that the issue may have been due to the strong force applied while pressing the lead to the coronary vein. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.